Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was not able to cut. Procedure details are not known, but an alternate knife was obtained in order to perform the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. One opened knife sample was received by manufacturing for evaluation. The sample was visually inspected and found to be nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no other complaints associated with the provided lot number for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up as the exact root cause for the damaged knife sample is unknown, specific action with regards to this complaint cannot be taken. (B)(4).